Event description:
A surgeon reports that, as an intraocular lens (iol) was unfolded and placed in the eye, one of the haptics bent. The iol was cut in three pieces to allow removal. Damage was noted in the anterior chamber angle as the lens was removed.